Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the tip of the solera 4.75 mast screwdriver was broken off in the screw head during screw insertion. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement solera driver shipped to site (B)(4) 2013. Suspect device not returned to manufacturer for evaluation.